Event description:
Philips received a complaint by the customer on the v60 indicating that the device is down because the touchscreen is unresponsive, calibration failed. The device was in use on a patient at the time the reported issue was discovered; however, the device was removed from patient without incident and no patient harm reported. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the touchscreen calibration did not pass and no visible damage reported, the customer requests onsite service to correct issue. Investigation is ongoing.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil technician reported the touch screen passed all resistance ratio testing and flex cable resistance verification testing. Due to the flex cable resistance verification testing and resistance ratio testing are factors that verify a functional and good working touchscreen, this investigation has resulted in a no problem found conclusion.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.